Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp0103 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (refp0103) have been reported from the same facility in (B)(4).

Event description:
It was reported on (B)(6) 2021 implanted a catheter using the ultrasound device and kit nº 18, because the nº 21 was missing in the market, all of them were implanted in the first attempt and did not compromise more than 40% of the vessel, were large-caliber basilica veins. There were five catheters of the same lot that in less than one month of use, thrombosis in the catheter limb was confirmed by a doppler. Patients had pain, increased circumference, swelling at the site. Discussed among the team about the technique, handling and maintenance of the catheter and identified that the entire process was carried out in the same way, but the catheters were from the same batch and we used kit no. 18, which is not indicated for the PICC catheter. The nurse who implanted it has experience and strictly follows the PICC puncture technique. According to reports from the coordinator nurse of the hematology, she reported that in august, 5 PICC 5 fr catheters were implanted, all referring to the same lot. All punctures with the seldinger technique, but using the 18 needle kit, as the 21 needle kit is missing. All patients from whom they were implanted had venous thrombosis, with pain, edema and increased circumference at the implant site. This report addresses the second device.